Manufacturer narrative:
D10 and h3: updated device evaluation information h6: coding updated product analysis: upon receipt at medtronic¿s quality laboratory, visual analysis revealed an explanted valve with slightly thickened, but flexible, leaflets. Tan-brown multifocal host tissue was noted on the inflow and outflow portions of all three leaflets. Mucoid tissue was partially adhered to the free margins of two of the leaflets. Tan-brown host tissue encapsulated two of the stent posts, and traces of said tissue was also noted on the superior coaptive areas of the third stent post. Host tissue was also present along the sewing ring. Additional histopathological evaluation of the valve showed evidence of short-term implantation, and presence of multifocally distributed, partly ¿mucoid¿, tan-brown host tissue on the leaflets, the sewing ring, and the stent posts. The overall findings showed strong evidence of post explant overgrowth/contamination with myriads of yeast-like organisms and various morphologies of bacteria adhered to otherwise normal leaflets and normal valve components. The histopathological evaluation found no evidence of endocarditis. There was no reasonable evidence of an in vivo infection as the observed microbes were not associated with an expected degree of inflammatory influx. Filamentous bacteria associated with postmortem contamination were detected. There was no evidence of cocci. The small degree of thrombus and the associated inflammatory cells present at the sewing cuff and commissures is expected, and not considered abnormal for an explanted valve. In summary, there was no evidence of a staphylococcus infection in this histopathologically examined valve. ----- investigation and conclusion: a review of the device history record (DHR) and sterilization record found this device was manufactured per approved manufacturing processes and met all applicable manufacturing specifications prior to release for distribution. There was no evidence of non-conformances in the manufacturing process that could be related to this event. In addition, no similar complaints have been received for the devices that were sterilized in the same lot as this valve. The sterilization process used by medtronic has an anti-microbial kill on microorganisms such as the staphylococcus species and has demonstrated the ability to inactivate the biological indicator bacillus atrophaeus atcc 9372 which is among the most resistant species to glutaraldehyde. Therefore, it is unlikely that the organism was present in the device after it was released from the manufacturing facility. Based on the information reported and the analysis of the returned valve, it is unlikely that the cause of the infection was due to the manufacturing and sterilization process of the valve. According to the centers for disease control and prevention, organisms such as mssa can originate from the skin, from other implanted or indwelling devices (e.g. Foley or central venous catheters), or they may be introduced into the bloodstream from the oral cavity. Other potential sources for infection include but are not limited to: pre-existing infection in the patient, aseptic technique during the procedure, exogenous sources (e.g. Environment, proper airflow, shedding by the surgical team), and endogenous sources (e.g. Patient¿s own skin or hair). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product has been returned to date. Medtronic has requested the return of this product. However, review of the device history record (DHR) was performed for this valve. No non-conformances were identified in the manufacturing process that could be related to this event. This device was manufactured per approved and released manufacturing processes and met all applicable manufacturing specifications prior to release for distribution. Additionally, the sterilization records were reviewed for this device, and no non-conformances were identified. Medtronic¿s sterilization process utilizes a solution which has an anti-microbial kill on microorganisms such as (B)(6) species. The reported organism is rendered non-viable during the sterilization process for this valve prior to distribution. The sterilization process has demonstrated the ability to inactivate the biological indicator bacillus atrophaeus atcc 9372 which is among the most resistant species to glutaraldehyde. No similar complaints to this event have been received. Additionally, no similar complaints have been received for the devices that were sterilized in the same lot as this valve. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If the product is returned to medtronic, the results of the product analysis will be submitted upon completion. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this facility cultures all valves prior to implant. Each valve is cultured immediately upon removing the valve from the packaging jar, prior to rinsing. The valve is cultured again immediately following rinsing. It was reported that a portion of the sewing cuff of this bioprosthetic aortic valve was cultured. Then, the valve was implanted prior to obtaining the results of either culture. An unknown duration of time post valve implant, the patient's condition deteriorated. It was reported that the patient had a (B)(6) infection. Per the information received, the initial culture of the bioprosthetic valve was (B)(6) for (B)(6). The patient was treated with antibiotics, but an unknown duration of time later, the patient became septic. Twenty days post implant, the valve was explanted and replaced with a non-medtronic bioprosthetic valve. It was reported that the annulus tissue was fragile and heavily calcified. Subsequently, one day later the patient died. It is unknown if an autopsy was performed.

Manufacturer narrative:
Medtronic received additional information that immediately following surgery, the patient became febrile. At that time the patient tested positive for mssa. It was reported that the patient continued to test positive for mssa until the 6th post operative day. As previously reported, the valve was explanted 20 days post implant. Additional information was received that the facility re-cultured the explanted valve, and the culture was negative for mssa. A2: patient age added. H6: updated coding. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.